Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 h6-component code- suggested code: mechanical (g04) - provisional bottom. Visual examination of the returned products/provided pictures and found it to exhibit signs of repeated use nicked / gouged / wear and the post has fractured off. Dimensional analysis of the products determined that the products, where measured, were conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. This complaint can be confirmed based on the returned fractured item. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Upon review of our reporting decision on fracture of articular surface provisionals. A review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the trials were returned missing bearings on a worn instrument claim form. All pieces have returned. No patient involvement.